Event description:
It was reported to boston scientific corporation that a flexiva tractip laser fiber was used during a procedure performed on (B)(6) 2014. Reportedly, the laser unit was set to 12j x 10hz. According to the complainant, twenty minutes into the procedure, the laser fiber connector overheated and the laser fiber stopped working. The laser unit was turned off and the fiber was removed. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexiva tractip laser fiber was used during a procedure performed on (B)(6) 2014. Reportedly, the laser unit was set to 12j x 10hz. According to the complainant, twenty minutes into the procedure, the laser fiber connector overheated and the laser fiber stopped working. The laser unit was turned off and the fiber was removed. Additional information received september 16, 2014. The flexiva tractip laser fiber was used during a right ureteric and kidney stone removal with lithotripsy procedure performed in the ureter and kidney on (B)(6) 2014. Reportedly, the laser unit was set to 1.2j x 10hz, 1.2j x 12hz, and 1.2j x 0.9hz. The stone was 1cm in size. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of fiber connector overheats. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual examination of the returned laser fiber revealed that the exposed glass tip measured 3.5 mm and appeared unused. The investigator was unable to examine the fiber face within the sub miniature-a (sma) connector because light was unable to travel to the fiber face. This indicated that the fiber is broken within the connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exiting the distal end of the device was extremely weak. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a flexiva tractip laser fiber was used during a procedure performed on (B)(6) 2014. Reportedly, the laser unit was set to 12j x 10hz. According to the complainant, twenty minutes into the procedure, the laser fiber connector overheated and the laser fiber stopped working. The laser unit was turned off and the fiber was removed. Additional information received september 16, 2014. The flexiva tractip laser fiber was used during a right ureteric and kidney stone removal with lithotripsy procedure performed in the ureter and kidney on (B)(6) 2014. Reportedly, the laser unit was set to 1.2j x 10hz, 1.2j x 12hz, and 1.2j x 0.9hz. The stone was 1cm in size. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.